Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis (db) showed that 25-75 magnet resets had occurred although the time or date were unknown but did not signify any issues with the ipg. The patient underwent an ipg replacement procedure. The physician had suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132, (sn (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis (db) showed that 25-75 magnet resets had occurred although the time or date were unknown but did not signify any issues with the ipg. The patient underwent an ipg replacement procedure. The physician had suspected device malfunction. The patient was doing well postoperatively.